Event description:
It was reported to boston scientific corporation that a xenform soft tissue repair matrix was implanted on (B)(6) 2015 during a sacrospinous ligament fixation procedure using polypro suture. The procedure was completed with this device. According to the complainant, on (B)(6) 2015, the patient experienced lower extremity pain. The physician removed the sutures from obturator internus muscle. The patient was reported to be fine and was released the next day.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.